Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited transient loss of capture and lack of pacing post cardioversion. The patient required medication and external pacing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.